Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: there was no patient consequence according to the information provided by the nurse. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2022-02605 and 2210968-2022-02609.

Event description:
It was reported that a patient underwent a general surgery on unknown date and suture was used. During the procedure, it was reported two or three needles popped off of the suture. There were no patient consequences reported. Additional information was requested.